Event description:
It was reported the patient had no stimulation sensation. The reporter stated that stimulation just stopped the morning of this report. It was noted the patient¿s implantable neurostimulator (ins) was half full. It was further noted the patient charges every sunday and last charged on (B)(6) 2013 and (B)(6) 2013. It was noted the patient initially saw a reposition antenna screen and later saw a recharge ins screen. It was further noted the patient was in a lot of pain and could not turn stimulation on. It was noted the patient had not changed their settings. The reporter stated they noticed yesterday their arm was bothering her, but she thought she had just over did it when mowing the lawn. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).